Event description:
A v-loc suture was passed through the patient's tissue, and the needle detached completely from the suture thread. The needle remained intact. Both the suture thread and the needle were removed from the patient.